Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, reported insulin pump was dopped and belt clip rails of the insulin pump were damaged. The customer was also received replace battery now alarm and issues with the display. The customer blood glucose was unknown at the time of event and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-396a, mmt-7040a. Troubleshooting was performed for cosmetic damage. Customer was advised to replace the insulin pump. Customer was requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-396a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump was programmed and monitored. No blank display anomaly or battery power loss anomaly noted during testing. No cracked belt clip rails or broken off belt clip rails noted, however, other cosmetic damage was noted. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 1.0 received the lowbatteryalert (104) on (B)(6) 2025 07:41:00 after more than 7 days at 26.12 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Perform the history review 1 week prior to the event date 29-apr-2025 in the pump history file and found 1 lost sensor1 alert (780) on (B)(6) 2025, 1 sensor error alert (801) on (B)(6) 2025, 4 failedbatttest (58) on (B)(6) 2025 and 1 battoutlimit (6) (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter smartguard (auto mode). The smartguard shield with the test sg value of 239 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor1 alert (780), sensor error alert (801) or smartguard (auto mode) anomaly noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Display anomaly-blank display not confirmed. Power problem-battery loss not confirmed. Damage- belt clip damage or missing not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.